Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump black box and alarm history data revealed no indication of intermittent power loss; the pump was exercised for 24 hours and this complaint could not be reproduced. A leak test confirmed that the pump was leaking from this crack. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. Unrelated to the original complaint it was noted that the display was dim and discolored when powered on and during a visual inspection of the pump, it was noted that rust was visible in the battery compartment and the battery compartment also had a crack visible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.